Manufacturer narrative:
The investigation has determined that (B)(6) results were obtained from a single patient sample when tested on a vitros 5600 integrated system. The likely assignable cause is a vitros 5600 system related issue. Based on historical quality control results, a vitros (B)(4) lot 3680 performance issue is not a likely contributor to the event. Pre analytical sample processing could not be ruled out as it is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations and therefore, improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The vitros 5600 system¿s econnectivity was reviewed and several metering condition codes were observed. It was also determined that the customer is not performing weekly maintenance as per directions in the vitros 5600 system vdocs. An ortho fe was sent to the customer site and replaced both metering proboscis, the secondary tip sealer and cleaned the microwell incubator and the lift pins. The fe performed all associated adjustments. Following the service actions, diagnostic within run precision tests (tsh and tt4 testing) were completed successfully indicating that the vitros 5600 system is performing as expected after service. The fe reviewed the weekly system cleaning procedure with the customer as the state of the analyzer indicated they were not completing as instructed in vdocs. There have been no further reports of vitros (B)(6) results or associated metering condition codes since the completion of service actions indicating the event was caused by an analyzer related issue.

Event description:
The customer obtained (B)(6) results from a single patient sample on a vitros 5600 integrated system. Vitros (B)(6) s/c compared to vitros (B)(6) results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The (B)(6) results were not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).